Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a deformation in the plastic tray was confirmed, and appears to be caused from prolonged exposure to excessive heat. The source of heat is inconclusive, but was most likely associated with shipping or environmental conditions outside bard control. One unopened hemostar kit from lot #reas1491 was returned for investigation. The kit had the international label applied to the tyvek sheet. The tray exhibited a breach in the sterile barrier, which appears to be associated with either the deformed tray or damage from transit. The returned sample exhibited deformation in the inner tray. The flanges were curled toward the clear plastic sterile barrier. A breach, 7mm in length, was observed in the tyvek near the upper left corner of the main hemostar label. Looking at the tyvek side of the tray with the main label upright, the breach was located 4.7 cm from the left edge and 12.7 cm from the top edge of the tyvek sheet. The tyvek sheet and label were crumpled and wrinkled around the breach in the sterile barrier. A sharp instrument cut was observed in the bottom left corver of the tyvek sheet. It appears that the tyvek was folded before the cut was made. The cuts in the tyvek were contained within an area boarded by the bottom and left edge of the tyvek, 3.2 cm from the bottom edge, and 2 cm from the left edge. It appears that the tray was damaged from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bard control. Autoclaving can also cause excessive heat. The tray should not be re-sterilized. The label on the outside of the kit states, ¿do not use if package is damaged.¿ a lot history review (lhr) of reas1491 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reas1491) have been reported from the same facility.

Event description:
It was reported by doctor that the plastic in the package was found to have been hardened without opening the package. On 02/16/2017 - engineer reported that the returned tray exhibited a breach in the sterile barrier affected by, reportedly due to the deformation in the inner plastic trays.